Manufacturer narrative:
Investigation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two mentor memorygel breast implant prostheses (left: 425cc , right:450cc) and experienced bilateral capsular contracture (unknown grade) and left-sided rupture postoperatively. MRI performed on unspecified date indicated the left-sided rupture. The diagnosis was confirmed by a healthcare professional based on the MRI result. As a result, the patient underwent bilateral removal and replacement with two unspecified allergan gel breast implants on (B)(6) 2021. This report is for the right-sided prosthesis.